Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
The fse had not yet evaluated the system at this time. He anticipated evaluating the cine hard disk drive. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l service info was provided.